Manufacturer narrative:
This report is being submitted to include additional information that was received on 15 feb 2023. The investigation was reopened to address the new information and is now complete. The device was not returned for evaluation. The root cause of the loosening could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. Mdrs associated with this event include:3013450937-2022-00390.

Event description:
It was reported that the resurfacing femur and stem extension had become loose due to poor bone quality. A revision surgery was performed on (B)(6) 2022 where the patient's hinge knee replacement system was revised to a distal femoral replacement system.